Event description:
It was observed that during the device evaluation, the rigid video scope exhibited damaged fiber bonding in the outer tube area (distal end) and broken lg (light guide) bundle of the video cable section, the light transmission was lost or too low. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.